Manufacturer narrative:
The customer's product has been returned. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reports receiving readings of 145 mg/dl and 104 mg/dl on their freestyle meter. Customer experienced symptoms of weakness, shaking and having a seizure. Customer reports being treated with orange juice. There was no report of death or permanent impairment associated with this event.